Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pocket discomfort. The patient underwent a revision procedure wherein the ipg was relocated to the right lower back. The patient was doing well postoperatively.